Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while preparing the backup system controller in the operating room (or), the emergency backup battery (ebb) would not connect to the system controller. It appeared the pins were misaligned. The system controller was replaced with a new backup system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connection issue with the backup battery could not be confirmed through this evaluation. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The arrow on the ribbon cable was aligned with the arrow on the backup battery and then the connector was inserted into the battery socket. The connection was able to be established and the process was repeated without any issue. The wrap was not obstructing the connector pins and was removed for a clearer picture of the pins. Visual inspection of the pins in the battery socket did not reveal any deformation. The reported connection issue could not be reproduced. A root cause that led to the connection issue with the backup battery could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 5, ¿installing the backup battery in the system controller¿ details the required tools and steps to install 11v backup battery. 1. Use the lever to lift up the screw cover. 2. Use the screwdriver to loosen the four captive screws on the battery compartment cover 3. Lift off the battery compartment cover. 4. Remove the plastic advisory ¿install backup battery¿ tab. 5. Align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket. 6. Confirm that the 11 volt lithium-ion backup battery is properly connected by verifying that the backup battery installation graphic no longer appears on the system controller. 7. Place the backup battery inside the battery compartment. 8. Place the cover over the battery compartment. 9. Use the screwdriver to tighten the four screws. Do not overtighten the screws. 10. Replace the screw cover. 11. Install the backup battery in the patient¿s backup system controller (by following steps 1-10) no further information was provided. The manufacturer is closing the file on this event.